Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. It was verified via the third-party carrier¿s website that the fresenius provided shipping materials were received by the customer. To date, the complaint device has not been sent for return. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis nurse reported that a dialyzer blood leak occurred approximately two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Upon follow up, the complaint device was reported to be available to be returned to the manufacturer for evaluation.